Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-03855 and 1627487-2013-03857. It was reported the patient is no longer receiving stimulation due to not using or charging her scs system in over a year. Subsequently, the scs ipg in non-functional. Surgical intervention will be taken at a later date to address the issue. Further investigation identified when the patient did have stimulation, she experienced jolts throughout her entire body while using stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.